Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 23, 2007, the lay-user/patient contacted lifescan alleging that a one touch ii meter would not power on. The patient indicated that the alleged meter issue started in 2007, at around 8:00 am. The customer care advocate (cca) noted that the meter's battery contacts were broken/loose. An unknown time after the meter issue began, the patient developed symptoms of blurred vision and dizziness. On an unknown date/time during the time of concern, the patient tested her blood glucose on a friend's unidentified device and a result of "182 mg/dl" was obtained. The patient had replaced the meter's battery according to the owner's manual. The reported meter issue was not resolved. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged she was unable to test her blood glucose with the reported meter after several days because of the alleged issue and developed symptoms suggestive of high blood glucose after.